Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cable between the anesthesia control board and the sensor interface board was re-seated to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4).

Event description:
The hospital reported that system displayed a flow sensor error, unable to use the system. There was no report of patient involvement.